Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a tubal ligation procedure, the surgeon attempted to deploy the falope ring band onto the tube, and the tube was cut. A second disposable falope ring band kit (a different style kit and lot #, but same style applicator) was used, and the same result occurred when the surgeon attempted to deploy the band. The procedure was completed by cutting and suturing the tubes.